Manufacturer narrative:
Updated data: h6: method, result and conclusion codes h10: conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The device was not returned for analysis. The sterilization process used by medtronic involves bga solution (sterilant: 0.84-1.16% glutaraldehyde) which has a microbicidal effect on the microorganisms such as staphylococcus aureus; and it also has demonstrated the ability to inactivate the biological indicator, bacillus atrophaeus atcc 9372 which is representative bioburden for the microbial flora found in our manufacturing controlled environment. The reported organisms can be rendered non-viable to the sterilization process during manufacturing. Therefore, it was unlikely that the endocarditis originally came from the device and/or manufacturing valve process. The information received also indicates that the endocarditis occurred over 4 years after implant. Endocarditis that occurs more than 12 months after the procedure are called late prosthetic-valve endocarditis and are largely community-acquired versus a result of the manufacturing process of the valve (refer to note (B)(4). Based on the above investigation, the endocarditis is unlikely to be caused by the melody tpv device and/or manufacturing process. In this case, it was reported that vegetations and thrombus are noted; (vegetation normally is an indication of endocarditis), which could lead to thickened leaflets. The thickened leaflets can lead to immobile leaflets. In addition, a medical safety assessment was performed. The post operative complications (bleeding, cardiac tamponade, pneumonia, thrombotic occlusion, vocal paresis, infection, etc) that occurred were likely related to procedural complications, but as they occurred during or as a complication of the explant, the device cannot be excluded as a contributing cause. This event does not indicate device misuse or malfunction. ¹ mylonakis, e., and calderwood, s.b. Infective endocarditis in adults. New england journal of medicine. 345 (18). 1318-1330. Nov.1, 2001. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated: b5, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that during the explant procedure, adhesions between the main pulmonary artery (mpa) trunk and the left pulmonary artery (lpa) were opened and pus subsequently emerged. The transcatheter pulmonary valve was excised. In the lumen, a large vegetation was found. Where the mpa transitioned into the lpa, there was a lesion in the wall that continued into the pus-filled area. One of the valve leaflets was completely immobile and the sinus was filled with thrombus. Another leaflet was also thrombosed, but not completely. The third leaflet was immobile but without thrombus.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 years 6 months following the implant of this transcatheter bioprosthetic pulmonary valve, the patient presented at the hospital with a stomach ache and fever up to 40 degrees celsius, c-reactive protein (crp) value of 300 mg/l and procalcitonin (pct) of 18 ng/ml. Several blood cultures were taken which revealed staphylococcus aureus. Antibiotic treatment was administered. An additional antibiotic course was prescribed due to relapsing episodes of high fever. The patient was re-admitted to the hospital 10 day later. An echocardiogram performed upon admission to the hospital diagnosed endocarditis with an increased max flow velocity of 4,1m/s, severe tricuspid valve insufficiency, and a right ventricle pressure at approximately 2/3 of the systemic pressure. Of note, vegetation was not visible on the diagnostic echocardiogram. A complete work-up was performed on the patient, but no pre-disposing factors were identified. Approximately four years and seven months following the valve implant, the transcatheter bioprosthetic pulmonary valve was successfully explanted. A 23 mm homograft was successfully implanted. The patient experienced post operative complications, with a surgical revision due to bleeding from cardiac tamponade. The cause of the bleeding and cardia c tamponade were reported to be related to the explant operation, and according to the physician performing the explant, the complication was related to the melody valve. Hemofiltration was continued for a week. Pneumonia with suspected abscess due to a hypothesized septic embolism was reported. A thrombotic occlusion of vena anonyma as a result of prolonged necessary intravenous therapy (IV) central access live was also reported, which required re-cannulizations. Concentrated erythrocyte transfusions were also performed. It was reported that the patient had left sided vocal chord paresis as a result of the explant operation as well. The crp remained at 400 mg/l, despite the administrations of antibiotics. The infection continued post melody valve explant as indicated by the elevated crp values. The patient remained on the intensive care unit (ICU). An echocardiogram performed approximately 23 days following the valve explant and homograph implant revealed a vmax of 88 cm/s over the homograft, severe tricuspid valve insufficiency, a right ventricular (rv) pressure at approximately 1/3 of the systemic pressure, mild mitral valve insufficiency, reduced rv-function, normal left ventricular (lv) function, and a hematoma before rv. Acceptable mobility of diaphragm left side was seen on the echocardiogram. The patient experienced right side minor mobility due to the operation complications. Pleural effusions were reported, which were due to pneumonia, the abscess and a decrease in pleural mobility. The patient remains hospitalized in the ICU with the infection not yet under control and no bacteria isolated, as reported by the physician. The patient remains on IV antibiotics and antifungal medications. The patient had a removal of the retro-sternal hematoma and drainage for the pleural effusions. The patient is unable to swallow and has a gastric tube in place. A positron emission tomography (pet) computed tomography (CT) scan is planned. No additional adverse patient effects were reported.